Event description:
An eye care professional returned a box of unopened focus night & day lenses requesting a refund. The lenses had been returned by the family member of a pt who had been "treated" for a corneal ulcer by an opthalamologist after wearing lenses of the same lot whilst attending college. The eye care professional was unable to supply the name of the pt or the opthalmologist that had treated the pt.